Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Additionally, the customer resolved the occlusion event by changing the infusion set and cartridge and resuming insulin. No assistance from a third party was required.